Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that she was in the hospital and they disconnected the pump. The customer stated that ever since she received it back it says lost sensor. The customer treated the high readings with IV. The customer is also taking 4 or 5 units of active insulin time. The customer declined to troubleshoot for high readings.